Event description:
It was reported by getinge fse that during pm, the cs300 intra-aortic balloon pump (iabp) needed lcd replacement due to defect on screen. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, d9. H11, h6 (type of investigation, investigation findings, component codes, investigation conclusions) the fse replaced the lcd display with rtv bead seaas a precautionary measure due to a defect observed on the screen. The pm was completed during the same service visit. After replacement, the unit successfully passed all functional and safety tests in accordance with the manufacturer¿s specifications. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 30 mar 2026. The failure analysis and testing dept. Received part with a reported unit failure of a visible defect on the display. The fat performed a visual inspection and found the part to have a slight defect on the screen. See attachment. Possible cause may be due to user error. Retaining the part in the failure analysis and testing department per procedure.